Manufacturer narrative:
(B)(4). For related complaint on the same patient and event see MDR #3010532612-2019-00127 and (B)(4). Teleflex received the device for investigation. The reported complaint of iab driveline problem is not confirmed. No problems or alarms were noted with the returned driveline tubing. Although, the root cause of the complaint is undetermined the returned device passed visual and functional test specifications. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted. The zeroing of the iab went fine, catheter went in without incident, all connections secure. Error message, "purge failure." The iab was flushed and troubleshot, changed console. After time had passed with iab idle, the iab was exchanged without incident and all was fine. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). For related complaint on the same patient and event see MDR #3010532612-2019-00127 and (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted. The zeroing of the iab went fine, catheter went in without incident, all connections secure. Error message, "purge failure." The iab was flushed and troubleshot, changed console. After time had passed with iab idle, the iab was exchanged without incident and all was fine. There was no report of patient complications, serious injury or death.